Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that when the syringe was removed from the maxplus valve after drawing the patient¿s blood, the valve stayed recessed then ¿popped out¿ and sprayed blood onto the pillowcase. No patient or staff harm reported.

Manufacturer narrative:
The customer¿s report of fluid splatter was not confirmed. Visual inspection noted the surface of the blue valve was in the closed position and flush with the rim of the body if the housing. There were no cracks, crazing or other anomalies observed. Functional testing was performed; there were no instances of splatter. The root cause of the fluid splatter was not identified.